Event description:
Hcp reported the pt had complaints of an increase in pain. The battery had been alarming, so the hcp turned the alarm off and gave the pt oral analgesics "to hold pt until the dr returns from a planned vacation." The pain was not adequately treated with the pain pills and the pt had add'l complaints of withdrawal symptoms including vomiting and diarrhea. Pt was hospitalized and the pump was replaced in 2002. The pt is fine now and back to their baseline.